Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm; zero ml reservoir volume reached. The healthcare provider (hcp) noted that the patient was basically asymptomatic, except for being a little tighter. The pump was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient missed a refill appointment. No troubleshooting, interventions or further actions were taken. The pump was refilled and baclofen infusion was restarted. The patient recovered without permanent impairment.